Event description:
Further information was received indicating back-up vvi was due to event queue overflow.

Manufacturer narrative:
Additional information: b3, b5, d4, h4, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient's device entered back-up vvi mode. Abbott technical support was contacted and the device was restored to normal device settings. The patient was stable.